Manufacturer narrative:
As reported, the bd blade cutting the patients. The subject device has been discarded and not available for evaluation. Based on the information available and without having the sample or photos to evaluate, no conclusions can be made as to the extent to which the blade may have caused or contributed to the patients clinical course. Note, the date of event (15-feb-2026) is considered to be a best estimate. This MDR represents the clipper blades (device #2). Additional mdrs were submitted to represent the clipper blades (device #1, device #3 & device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, it is alleged that the bd blade cutting the patients. It was reported that several patient's hair was pulled and scrapped skin. No specific intervention / action was reported to be taken.